Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in the emergency room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to them being out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 - 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brakes to resolve the issue. Based on this information, no further action is required.